Event description:
It was reported the pt is not receiving adequate relief from her scs system. The pt will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.